Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081414) on 30-nov-2018. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed the whole little over a year/irregular bleeding') and malaise ('sick as dog since I got it') in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced malaise (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the malaise outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered malaise to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Amendment: the report was amended for the following reason: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081414) on 30-nov-2018. The most recent information was received on 01-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed the whole little over a year/irregular bleeding/ abnormal bleeding(general)') and illness ('sick as dog since I got it') in a 35-year-old female patient who had essure (batch no. He0134a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included abnormal uterine bleeding. Concurrent conditions included overweight. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced illness (seriousness criteria hospitalization and disability), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings") and was found to have neoplasm malignant ("tumor / teratoma / cancer type: cancer"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), depression ("depression") and nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower ("pain lower abdomen"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and haemorrhoids ("gastrointestinal or digestive system condition type: hemorrhoids"). In (B)(6) 2018, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the illness, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, mood swings, urinary tract infection, female sexual dysfunction, post-traumatic stress disorder, depression, rheumatoid arthritis, migraine, nausea, neoplasm malignant, fatigue, weight increased, haemorrhoids and alopecia outcome was unknown, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhoids, heavy menstrual bleeding, illness, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, post-traumatic stress disorder, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Batch no he0134a production date 2016-11-14 expiration date 2019-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporter information and medical history was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 30-nov-2018. The most recent information was received on 30-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed the whole little over a year/irregular bleeding/ abnormal bleeding(general)') and malaise ('sick as dog since I got it') in a 35-year-old female patient who had essure (batch no. He0134a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6)2017, the patient had essure inserted. On (B)(6)2017, the patient experienced malaise (seriousness criteria hospitalization and disability), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings") and was found to have neoplasm malignant ("tumor / teratoma / cancer type: cancer"). On (B)(6)2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6)2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2017, the patient experienced fatigue ("fatigue"). In november 2017, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), depression ("depression") and nausea ("nausea"). On (B)(6)2017, the patient experienced abdominal pain lower ("pain lower abdomen"). In december 2017, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6)2018, the patient experienced migraine ("migraines / headaches") and haemorrhoids ("gastrointestinal or digestive system condition type: hemorrhoids"). In (B)(6)2018, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder ra"). On (B)(6)2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the malaise, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, mood swings, urinary tract infection, female sexual dysfunction, post-traumatic stress disorder, depression, rheumatoid arthritis, migraine, nausea, neoplasm malignant, fatigue, weight increased, haemorrhoids and alopecia outcome was unknown, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhoids, malaise, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, post-traumatic stress disorder, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6)2017 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Batch no he0134a production date 2016-11-14 expiration date 2019-11-28. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed the whole little over a year/irregular bleeding/ abnormal bleeding(general)') and malaise ('sick as dog since I got it') in a 35-year-old female patient who had essure (batch no. He0134a) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included obesity. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced malaise (seriousness criteria hospitalization and disability), dyspareunia ("dyspareunia (painful sexual intercourse)") and mood swings ("hormonal changes describe: mood swings") and was found to have neoplasm malignant ("tumor / teratoma / cancer type: cancer"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"). On (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). In (B)(6) 2017, the patient experienced post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd"), depression ("depression") and nausea ("nausea"). On (B)(6) 2017, the patient experienced abdominal pain lower ("pain lower abdomen"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches") and haemorrhoids ("gastrointestinal or digestive system condition type: hemorrhoids"). In (B)(6) 2018, the patient experienced rheumatoid arthritis ("autoimmune disorder type of disorder ra"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the malaise, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, mood swings, urinary tract infection, female sexual dysfunction, post-traumatic stress disorder, depression, rheumatoid arthritis, migraine, nausea, neoplasm malignant, fatigue, weight increased, haemorrhoids and alopecia outcome was unknown, the pelvic pain, abdominal pain and abdominal pain lower was resolving and the vaginal haemorrhage had resolved. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haemorrhoids, malaise, menorrhagia, migraine, mood swings, nausea, neoplasm malignant, pelvic pain, post-traumatic stress disorder, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6)2017 were reported, but not specified and/or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29 kg/sqm. Most recent follow-up information incorporated above includes: on 21-feb-2020: fu 3 and fu 4 were processed together. Pfs received : reporter added, lot number added, patient demographic added on 24-feb-2020: fu 3 and fu 4 were processed together. Plaintiff fact sheet received: new events - hormonal changes describe: mood swings, hysterectomy (full), abnormal bleeding(general), abnormal bleeding(vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: ptsd, depression, autoimmune disorder type of disorder ra, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor /teratoma / cancer type: cancer, pain, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition type: hemorrhoids, hair loss, did not undergo an essure confirmation test were added. Reporter's information, patient demography, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081414) on 30-nov-2018. The most recent information was received on 23-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleed the whole little over a year/irregular bleeding") and malaise ("sick as dog since I got it") in a female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced malaise (seriousness criteria hospitalization and disability). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the malaise outcome was unknown. The reporter provided no causality assessment for genital haemorrhage with essure. The reporter considered malaise to be related to essure. The reporter commented: serious injury criterion: hospitalization and event date: (B)(6) 2017 were reported, but not specified and/or assigned to one of the events. Most recent follow-up information incorporated above includes: on 23-jan-2019: the case is incident. The essure explant was added. Event: genital bleeding was added.